Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
The company representative reported that healthcare professional (hcp) was unable to remove the stylet from the pne lead and attempted to apply force on the stylet. It was recommended that they attempt to remove the stylet with a twisting action. The lead was removed from the patient and a new lead was placed, and the patient felt the stimulation at low amplitude. This issue occurred intra operative and there were no patient symptoms reported regarding this event. If additional information is received, a follow- up report will be sent.